Event description:
It is reported that the pt's left hip was revised in (B)(6) 2012 due to pain.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unk. There is insufficient info to perform a probable cause analysis. A definitive root cause cannot be determined with the info provided. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened.

Manufacturer narrative:
This report will be amended when our investigation is complete.